Manufacturer narrative:
(B)(4). Service engineer replaced the air pressure switch and harness. The ventilator passed the entire required testing.

Event description:
It was reported that during preventive maintenance, the ventilator shuts on and off intermittently. The ventilator was not on a patient at the time of the event occurred.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.